Manufacturer narrative:
(B)(4). Additional information: the cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink buretrol solution set separated from the injection site of the burette chamber. This occurred while injecting medication into the burette chamber. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the septum was missing from the interlink buretrol top cap. The reported condition was confirmed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.